Event description:
Customer reported that she experienced high blood glucose. Customer stated that her insulin pump fell to the ground and pulled the infusion set from her body. Customer has been having issues with her supplies arriving on time. She did not have another infusion set to replace and during the night her blood glucose went up to 500 mg/dl; treated with manual injection. Current blood glucose value is 280 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.